Manufacturer narrative:
(B)(4). Evaluation process: *performed visual inspection on unit per tcl-514-900008. -unit has a dent on rear bottom left corner. *performed baseline functional testing per tcl-514-900008. During evaluation in bit service department the technician changed the fuses to power up the unit. The unit did not power up so an internal investigation was conducted and found that the unit was previously opened prior to receiving. It was found that the power cable was disconnected (unplugged) from the power assembly. Technician reconnected (plugged in) the cables to power the unit up. During power up the dc pcba sparked and component c80 was damaged. Root cause: dc pcba has damaged component¿replacing dc pcba will allow unit to power up. It is unknown how or when these cables were disconnected (unplugged.) Dent on unit is due to impact damage out in the field. (B)(4).

Event description:
During investigation at an mae service center, it was identified that the generator had disconnected internal wires likely due to user tampering. Upon re-connection of these wires, an internal component sparked causing an increase in current flow, resulting in a failure of internal generator components. No patient involved therefore no patient information obtained.